Manufacturer narrative:
(B)(4). Visual examination of the returned guidewire revealed that the amplatz was broken and bent. The distal tip was also unraveled. The complaint is consistent with the reported event that the coil wire was unraveled. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failures reported. Based on all gathered, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff¿ guidewire was used in the ureter during a retrograde intrarenal surgery procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after placement of the stent into the ureter using the pusher through the cystoscope, resistance was met when the amplatz guidewire was pulled out from the pusher. The pusher and the amplatz guidewire were removed together and it was found that the coil wire of the guidewire was unraveled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on may 29, 2017 that the core wire is broken.